Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one low-profile ti port was returned for evaluation. Visual inspection noted a complete circumferential break under where the cath-lock would attach. Therefore, the investigation is confirmed for catheter break at stem. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 01/2023).

Event description:
It was reported that the port was implanted via left subclavian vein for chemotherapy. Approximately one month post placement an attempt to use the port was unsuccessful and the patient complained of discomfort in her chest. Patient was sent to interventional radiology for fluoroscopy evaluation. CT revealed disconnection of the port and port catheter, 1/4" from the border of the port with embolization of the catheter into the superior vena cava and right heart. The patient was scheduled for foreign body retrieval. Multiple unsuccessful attempts were made with multiple devices before the catheter was successfully removed through the sheath via an ensare device. Follow up imaging demonstrated complete removal of the port catheter. Approximately two weeks later, the port was removed in total. A new device was placed into the right internal jugular vein. There were no complications.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. [(B)(4)]. Device not returned at this time.

Event description:
It was reported that the port was implanted via left subclavian vein for chemotherapy. Approximately one month post placement an attempt to use the port was unsuccessful and the patient complained of discomfort in her chest. Patient was sent to interventional radiology for fluoroscopy evaluation. CT revealed disconnection of the port and port catheter, 1/4" from the border of the port with embolization of the catheter into the superior vena cava and right heart. The patient was scheduled for foreign body retrieval. Multiple unsuccessful attempts were made with multiple devices before the catheter was successfully removed through the sheath via an ensare device. Follow up imaging demonstrated complete removal of the port catheter. Approximately two weeks later, the port was removed in total. A new device was placed into the right internal jugular vein. There were no complications.